Manufacturer narrative:
H2) correction: the issue was caused by the software of the imaging system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was attempting to spin a patient, however when the spin transferred to the navigation system, they were receiving an "unregistered exam" error. The site took another spin with the same result. Both systems were rebooted and the site tried pushing the exams again without resolution. Another navigation system was brought in and the same issue occurred. Another imaging system was brought in from another floor and connected with the second navigation system. The spin was successful and images transferred for navigation. The original imaging system was tested with both navigation systems and the same result was reached where the scan was unregistered and not available for navigation. There was no impact to patient outcome as a result of this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The issue was not replicated. No parts were replaced and the system passed all tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was provided. Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a less than 30 minute delay to the procedure. The most likely cause of the reported issue was unknown by the site, and the system has been used in multiple cases following this incident without issue.